Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, this patient underwent treatment of an acute b-type aortic dissection with a 20fr gore® dryseal flex introducer sheath and gore® tag conformable thoracic stent graft with active control. It was reported that resistance was felt while inserting the sheath. Plain old balloon angioplasty was performed but the sheath could not go through. The access angiograph revealed a dissection in the access vessel, the external iliac artery and common femoral artery. The physician decided to deliver the ctag with active control without using the sheath, then two ctag devices were delivered and implanted. A bare metal stent was implanted to treat the dissection. The patient tolerated the procedure.